Event description:
Please refer to medwatch MFR report number 2954917-2012-00065. This report is for the third device involved in the case. Pt was a (B)(6) male with right internal carotid artery (ica) and right middle cerebral artery (mca) m1 occlusion. Physician made with two passes with a merci retriever v 2.5 soft, two passes with a merci retriever v 3.0 soft retriever and two passes with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. Dissection occurred at right mi during removal of the clot which was repaired by stenting. Also, hemorrhage was confirmed post-procedure. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Stent was placed at where the dissection occurred as medical intervention for the dissection. No medical intervention was performed for the hemorrhage because it was asymptomatic.

Manufacturer narrative:
Physician believes that the dissection is probably attributed to the use of merci retrievers. Physician also stated that the cause of the hemorrhage is probably considered to be due to recanalization of the vessel as it occurred at a different region from where the merci retrievers had been used. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.